Event description:
The pt is experiencing sound quality issues, static, and pain at the implant site. Programming adjustments have been made, however this did not resolve the issue. Revision surgery is under consideration.